Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a loss of connection and an adverse event. Patient was experiencing signal loss on the receiver while at school and was not receiving any alarms. Patient looked pale, was described as being "out of it" and required assistance going to the nurse's office. The school nurse thought the patient was having an extreme low event and gave the patient orange juice without checking their blood glucose (bg). After orange juice was given, the school nurse promptly took a fingerstick reading and the patient was at 246mg/dl. It was unknown what the patient's actual condition was at the time of signal loss as the device was not functioning properly. At the time of contact, the patient was well. Data was provided for evaluation. The reported event of loss of connection was confirmed. A root cause could not be determined.